Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor error was verified from the event history log (ehl). The error was not replicated during functional testing. All the force sensor readings were with specification. The investigation concluded that the error was observed because the end user manipulated the pump during the self-test. The error was cleared after biomed code 2580 was entered. A user error was established as the root cause. No repairs were required.

Event description:
It was reported that the medfusion pump exhibited a force sensor error. No patient injury or complications were reported in relation to this event.